Manufacturer narrative:
Devices of multiple part numbers were implanted during the procedure including: part: g75445540 (x4) part: g9196007 (x1) part: g9196008 (x1) part: g7540020 (x34) part: g7541114 (x2) part: g7541124 (x1) part: g75446540 (x9) part: g75447540 (x1) part: g8115525 (x3) part: g8115530 (x1) part: g8115545 (x1) part: g84505ht (x2) part: g84509ht (x1) part: g869h021 (x2) although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior fusion surgery, where fixation was performed at t9/iliac. Post-operatively, paralysis was observed at the most cranial side(t9) of the fixed part. Reportedly, revision surgery was performed due to paralysis and posterior thoracic fusion procedure was carried out at t3/t7 levels. It was reported that patient's post-op status is good. No product problem was reported for the implants and the implants remain in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.